Manufacturer narrative:
H10: received one (1) empty used 60ml syringe, one (1) used ch2000s-c spinning spiros® closed male luer, red cap lot# unknown, and one (1) used extention tubing set chemoclave with spiros with list and lot #unknown. The unknown chemotherapy drug residuals are observed in as received one (1) used ch2000s-c and the mating devices.the reported product problem for loose connection and leakage between the syringe and spiros was not replicated. The returned product did not leak and the connection was not loose or separated when tested as received. The spiros met the product performance testing. A device history review (DHR) was unable to be performed since no lot number was identified.

Manufacturer narrative:
The product is available for evaluation. It is yet to be received.

Event description:
The event involved a spinning spiros that upon inspection the end of the syringe where the spiros attaches was loose causing a leak. It was reported that the patient was only getting partial chemotherapy infusion. The is no report of human harm, nor adverse event, nor delay in critical therapy.